Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary treatment procedure was delayed by more than 20 minutes, and the examination was stopped using a mobile x-ray machine and was performed the next day. The philips field service engineer (fse) inspected the system on site and confirmed that communication between the host computer and the x-ray generator was lost and the system failed to emit x-rays. Upon troubleshooting, the fse reviewed the system log files and identified a malfunction of power supply unit inside the x-ray generator. To resolve the issue, the fse replaced ips certeray r5 and the defective part was returned for further analysis. The supplier's part analysis conclusively determined the cause to be 24 v power supply failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.